Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), genital haemorrhage ('haemorrhages'), genital injury ('fallopian tubes lacerations'), uterine injury ('uterine lacerations') and syncope ('fainting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), groin pain ("inguinal and lumbar pain"), back pain ("inguinal and lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menometrorrhagia ("irregularity of period (abundant or non-existent or of abnormal duration)"), amenorrhoea ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have weight increased ("abnormal weight changes (both increasing and decreasing)"), weight decreased ("abnormal weight changes (both increasing and decreasing)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy, device removal). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, genital injury, uterine injury, syncope, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, menometrorrhagia, amenorrhoea, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight increased, weight decreased, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menometrorrhagia, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), genital haemorrhage ('haemorrhages'), genital injury ('fallopian tubes lacerations') and uterine injury ('uterine lacerations') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), menorrhagia ("irregularity of period (abundant or non-existent or of abnormal duration)"), oligomenorrhoea ("irregularity of period (abundant or non-existent or of abnormal duration)"), back pain ("inguinal and lumbar pain"), groin pain ("inguinal and lumbar pain"), vaginal discharge ("vaginal leakages"), dermatitis ("dermatitis"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), syncope ("fainting"), tachycardia ("tachycardia"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), depression ("depression"), cystitis ("cystitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands and ankles"), joint swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"), weight increased ("abnormal weight changes (both increasing and decreasing)") and weight decreased ("abnormal weight changes (both increasing and decreasing)"). The patient was treated with surgery (hysterectomy, device removal). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, genital injury, uterine injury, hypersensitivity, menorrhagia, oligomenorrhoea, back pain, groin pain, vaginal discharge, dermatitis, uterine leiomyoma, arthralgia, nausea, vomiting, syncope, tachycardia, alopecia, tooth loss, food intolerance, fatigue, insomnia, affective disorder, libido decreased, depression, cystitis, visual impairment, ear disorder, weight increased, weight decreased, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, migraine, nausea, oligomenorrhoea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.